Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h12j03034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).

Event description:
On an unreported date, the home patient experienced an infection later diagnosed as peritonitis. The nurse reported and confirmed that while the patient was hospitalized for heart related issues, they experienced diverticulitis. The nurse stated that the cause of the peritonitis was a perforated bowel secondary to the patient's diverticulitis. Treatment for the peritonitis was unknown antibiotic therapy (dose, frequency and route unknown). No additional relevant information was available at the time of this report. This is report 3 of 4.